Manufacturer narrative:
(B) (6). Device evaluated by MFR: an examination of the returned plus unit was carried out. A tug test was performed to examine the integrity of the connection and a connect/disconnect test was carried out. No issues were noted with the unit handshake connections. The burr was microscopically examined. The burr was flared and misshapen. There were no scratches that exposed brass on the plated back half of the burr. A scratch test was performed to confirm if the returned burr's cutting action was acceptable which confirmed that the burr's cutting action was acceptable. The annulus is damaged/blocked. The damage to the burr is consistent with the burr coming into contact with the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
Same case as MFR report #: 2134265-2010-02890. It was reported that during a percutaneous coronary rotational atherectomy interventional procedure, a wire detachment and vessel perforation occurred. The chronically total occluded lesion was located in the severely calcified right coronary artery (rca). During ablation at 210,000 rpms with the 1.25mm rotablator rotalink plus system, the rotawire detached and a perforation occurred at the ostium of the rca. Promitan was given to treat the perforation. The rotawire fragment remains in the mid rca. However, no patient complications were reported, and patient status was reported as 'good'.